Event description:
At the moment, the reported handheld is in transit to be returned to the manufacturer.

Event description:
It was reported by a company representative that a physician's handheld was not working well and a replacement was needed. At the moment it is unknown if any troubleshooting was performed or any other circumstances surrounding the event. Good faith attempts to obtain additional information as well as the reported handheld returned to the manufacturer have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating the handheld was lost in transit while returning the device to the manufacturer for analysis. Moreover, information from the area representative indicated the handheld's battery did not last long as it used and froze. No further information was known regarding the problem with the handheld.